Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1906135. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the syringe tip was observed broken. The material used to manufacture the discardit syringe has been selected to resist normal conditions of use. The assembly process has an in-line detection system which inspects all product for signs of damage and automatically rejects any faulty product. Based on this preventive measure, we believe that this incident resulted from a blockage in the primary packaging machinery. H3 other text: see h.10.

Event description:
It was reported that the tip of the bd¿ syringe with needle was broken. The following information was provided by the initial reporter, translated from chinese to english: "when the head nurse in the operating room opened the package on (B)(6) 2020, he found that the tip of the syringe was broken."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip of the bd¿ syringe with needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the head nurse in the operating room opened the package on (B)(6) 2020, he found that the tip of the syringe was broken"